Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. It was further reported that issue was noticed prior to use. Complainant sent pictures of the product via email. A request for additional information was sent on (B)(4) 2014. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on (B)(4) 2014. Note: the actual date of event is unknown, so the date used was the date convatec became aware.

Event description:
Complainant reported catheter is showing kinks, is not straight as supposed to be.